Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 573 mg/dl. The customer treated with injections. Troubleshooting was performed. The drive support cap appeared normal. The customer also mentioned hospitalization of low readings. The customer had reading of 22 mg/dl. When emergency medical services arrived, the customer's blood glucose value was 45 mg/dl. Customer declined to troubleshoot for low readings. The product was/was not returned for analysis.